Event description:
The dental implant (B)(4) was removed on (B)(6) 2017 due to insufficient primary stability on the day of implantation. The patient has no signigicant medical history and is rocevring without complications.